Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited oversensing of noise resulting in auto mode switch episodes. The noise could be reproduced in clinic with isometrics. There were no other electrical anomalies. The lead was capped and replaced. The patient tolerated the procedure well and would continue to be monitored.